Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode. In addition, the patient experienced muscle stimulation. Technical services (ts) was consulted and recommended device replacement. This crt-p was explanted and successfully replaced. No additional adverse patient effects were reported. This product has been returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.